Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. During the transseptal puncture, the patient developed a pe. A watchman truseal access system (was) was positioned. The pe was assessed immediately and the patient's vitals were treated by anesthesia. The procedure continued and the device was successfully implanted. Transesophageal echo (tee) was left in for additional monitoring. Post procedure, the patient underwent a pericardiocentesis and 200ml of blood was aspirated. The patient was transferred to recovery in a stable condition and made a full recovery.